Event description:
It was reported that shaft break occurred. A 3.50mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during insertion, the balloon shaft broke. The procedure was completed using an alternate device, and no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.50mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during insertion, the balloon shaft broke. The procedure was completed using an alternate device, and no patient complications reported.